Event description:
On december 2, 2025, it was reported that prior to the start of a root canal procedure, the opmi pico microscope became detached from its wall mount. The microscope is currently inoperable. It was confirmed by the customer that there was no injury to a patient, user or third party due to the reported event.